Manufacturer narrative:
Please note that the patient's age, gender, and weight were unknown. Please note that the event date is unknown. This is one of eight products reported to have had this complaint by this account. The associated manufacturer report numbers are 3004939290-2017-00027; 3004939290-2017-00028; 3004939290-2017-00029; 3004939290-2017-00030; 3004939290-2017-00031; 3004939290-2017-00032; 3004939290-2017-00033; and 3004939290-2017-00034. The device involved in the incident was not returned; therefore, a physical investigation could not be performed. Seven (7) unused devices from the same lot number were returned to cardinal health for evaluation. Eight samples were randomly chosen based on sample plan from the returned units for the simulated use test. All devices were visually inspected prior to test. No anomalies were found. All the devices were deployed successfully and are deemed within specification. The review of the lhr (f1603203) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that the account had multiple mynx device failures (7 or 8) due to the plug not releasing from the device. This occurred with different lot numbers. There was no patient injury reported. Additional information was requested, but is unknown.